Event description:
Additional information received later that the lead revision was cancelled to be rescheduled for reason unknown. It was added that migration identification was unknown and no malfunction was reported.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The lead migrated and the patient was going to have a lead revision surgery on (B)(6) 2013. Additional information has been requested.